Event description:
It was reported that post a stenting treatment procedure, a vessel occlusion and myocardial infarction occurred. In (B)(6) 2008, the lesion being treated was located in the saphenous vein graft (svg) to the ramus. A 3.00x12mm taxus express2 stent was implanted. In (B)(6) 2010, the patient began experiencing chest pain. In (B)(6) 2010, a myocardial infarction was initially diagnosed based on troponin levels. Angiography identified the 'svg was occluded, but there were 2 open vessels'. Because of the '2 open vessels' no intervention was performed. The patient's status is reported as doing well.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).